Event description:
The account states a patient, who was tested in a doctor's office, generated reactive results on the vironaustica hiv 1/2 assay. An aliquot of the patient's sample was sent to the account's laboratory for confirmatory testing where negative results were obtained on hivab hiv-1/2 (rdna) eia but was positive on western blot. The account retested the patient's sample and negative results were obtained on hivab hiv-1/2 (rdna) eia but was reactive on vironaustica hiv 1/2 assay. The positive results were reported. No impact to patient management was reported.